Manufacturer narrative:
Insulin pump passed displacement test, operating currents, self test and off no power test. No failed battery alarm and no battery out limit alarm noted. Insulin pump received intermittent button response due to corroded keypad traces. No button error alarm. Insulin pump received cracked case display window corner and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed button error and the customer was unable to clear the alarm. Customer stated that the insulin pump may have been pressed in. Customer's blood glucose reading at the time of the call was 202 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.